Manufacturer narrative:
It was later confirmed that the customer replaced the solenoid driver board and cleared the iabp unit for clinical use.

Event description:
It was reported that during a preventative maintenance (pm) of the cs300 intra-aortic balloon pump (iabp), the getinge service territory manager (stm) found that the solenoid driver board had a frozen bearing and he could not remove the blood back glass tubing. It was difficult to remove the glass tube for blood detection because the ball bearing that holds the glass tube holder in place was damaged. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6). The getinge stm that found the issue, replaced the 5k pm kit as part of the pm. The stm has advise that the solenoid driver board will be replaced by the customer and the unit will be cleared for use upon repair. Additional information has been requested from the customer. If the information is provided, it will be reported accordingly.

Event description:
A getinge service territory manager (stm) reported that while he was performing preventative maintenance (pm) on the cs300 intra-aortic balloon pump (iabp), he found the solenoid board has frozen bearing and he could not remove the blood back glass tubing. There was no patient involvement and no adverse event was reported.